Manufacturer narrative:
Age/date of birth: unknown/asked but unavailable. Weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the left eye and removed during the same-procedure as the capsule broke. Another johnson & johnson lens (different model diu150 and higher diopter 23.0) was implanted as a replacement. A vitrectomy was required, however, there was no patient injury. The patient is doing fine post-operatively. No further information was available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer on: 8/25/2021 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received in the original lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens had a cut on the optic body. Haptic damage (bent) was also observed. The lens was cleaned, and no further cosmetic issues were identified. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.